Manufacturer narrative:
Evaluation summary: the results of co's investigative analysis determined that there was a pinhole rupture in the proximal taper of the balloon. During inflation of the delivery system, it appeared that the proximal portion of the membrane filled. Quality engineering concluded that the atypical inflation/deflation characteristics resulted from baloon rupture that allowed contrast to exit balloon and become contained within elastic membrane. As a result, it could appear as if delivery system components expanded larger then expected diameter or over inflated unequally in proximal segment. Additional analysis included heart modeling, performed by engineering and pre-clinical groups, using rx multilink stent delivery systems. Balloon rupture and proximal inflation of c-flex were observed, however, all units deflated adequately when negative pressure was applied. Deflation difficulty was not experienced during heart modeling. Furthermore, quality engineering concluded that there are several conditions that can contribute to balloon rupture. These included mechanical damage in mfg, flaw in balloon material, pinhole in balloon taper caused by heart damage or inflation to high pressures. In this case, balloon rupture was likely related to mechanical damage to stent delivery system can also occur in various situations that are dependent upon lesion morphology, procedural handling and interactions with other concomintant equipment used during procedure. Quality engineering has implemented two mfg changes to reduce likelihood of damage to balloon, thus potentially reducing occurrence of this product issue. A leak test was added prior to folding balloon. In addition, the fusing process has been modified to minimize possibiliy of madrel damaging proximal taper of balloon. As part of quality process, samples are tested from each lot mfg for appropriate delfation times. Leak tests are performed on all stent delivery balloons during mfg process. Additionally, all stents are inspected during final mfg phase to ensure proper device structure and integrity. Quality assurance will continue to monitor for this type of product performance issue. This MDR is considered closed.

Event description:
It was reported that during a stent procedure in a 95% stenosed, concentric lesion in a mid circumflex artery, difficulty was experienced while deflating the balloon. The stent was deployed at 6atm, and then redeployed at 8atm for 5 seconds. The delivery sys was removed and the membrane appeared to be partially filled. No pt injury was reportedly associated with this event.